Manufacturer narrative:
The initial reporter's facility name: sb pellegrin hospital out of stock platform. The reported issue was confirmed. The root cause of the reported issue is due to a failed heater. During evaluation, it was confirmed that the heater did not function to specification. Heater was replaced. The device underwent and passed testing after all repairs. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wo evaluation, the heater did not work during the first functional verification test in an arctic sun device. The water only heated up to 24c. The heater has been replaced. The metal part that prevents the electrical plug from being pulled out was missing. Per review of wo on 14jan2026, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wo evaluation, the heater did not work during the first functional verification test in an arctic sun device. The water only heated up to 24°c. The heater has been replaced. The metal part that prevents the electrical plug from being pulled out was missing. Per review of wo on 14jan2026, there was no patient involvement.